Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined. This type of balloon damage is most likely related to the operator's technique. The instruction manual contains a warning statement in an effort to prevent damage to the balloon. "Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning wire into the irrigation port. Using slow, short strokes, carefully feed the wire to remove debris."

Event description:
Olympus received a voluntary event report stating, "patient underwent a flexible bronchoscopy, endobronchial ultrasound with mediastinal lymph node biopsy, and emb navigational bronchoscopy with right upper lobe biopsy, patient tolerated procedure well; however, at the end of the procedure physician noted the balloon of the endobronchial ultrasound which had been removed before was missing and a bronchoscopy was performed extensively all the way down to the sub segmental divisions of all airway systems. The physician was unable to locate balloon."